Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support through a pump reset, which resolved the error, and was advised to wait 20 minutes before starting the sensor session. Caller understood and acknowledged the instructions.